Event description:
New information received noted that the lead's helix stuck half out. The doctor said it was malfunctioning.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient had a post-operation device check in the hospital. The patient's atrial lead was explanted and replaced for an unknown reason. The patient was recovering.